Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform ii blood glucose results of lo, which on the system indicates a result of less than 10 mg/dl, and 124 mg/dl. No adverse event was reported. A request was made for the return of the strips.